Manufacturer narrative:
This report is submitted on 28 april 2021.

Manufacturer narrative:
This report is submitted on 01 apr 2021.

Event description:
Per the clinic, the patient experienced an infection which was treated with IV antibiotics. It was also reported that the receiver / stimulator of the implant has been extruded. The device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.